Event description:
The implantable cardiac defibrillator system was returned with no information. A database search by serial number revealed the patient to be deceased. The death occurred less than one year after implant. Follow up has been inconclusive and no further contacts are known. No complaints, allegations, or previous contacts have been received in regards to the device system or any of the individual components.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All known reasonable contacts have been contacted and no further information has been made available at this time. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.